Event description:
In 6/2003 customer purchased cold pack and placed it in their freezer. About two months later, customer began to experience shoulder pain. Customer placed the cold pack, which had remained in their freezer, on the back of their right shoulder. Fifteen to twenty minutes later, customer removed the pack and was horrified by what they saw. The cold pack had completely frozen the skin under where the pack had been. Customer immediately took a shower, and as their skin de-thawed customer began to experience severe pain. The next morning customer was seen by a dr who noted an area of first degree burns and an area of second degree burns. Dr diagnosed first and second degree frostbite, prescribed silvadene ointment and applied a dressing.